Event description:
While attempting to insert a triple lumen, the spring at the end of the guidewire unraveled from part of the rest of the guidewire. The whole guidewire was intact, and no piece was broken off. Item was disposed of.